Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reports a patient with an unplanned clinical outcome in the right eye, after lasik surgery. Patient information provided showed an overcorrection in the left eye. Right eye of the same patient is being reported under manufacturer report # 3003288808-2011-00247.